Event description:
Reporter alleged blood glucose measured 75, 103 & 128 mg/dl, when testing was performed back to back 4 minutes apart on the compact system. The location of the testing was not provided. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Compact test system: meter and compact test strip drum lot number of 20653841 with an expiration date of 03-31-08.

Manufacturer narrative:
The suspect product is the compact test strip drum.